Event description:
It was reported that during a transcatheter heart valve procedure, in a patient with a tortuous vascular access pathway, the valve was thoroughly inspected prior to use and confirmed to be properly loaded with no evidence of a misload. During attempted implant, the valve was deployed 80% but the position was too deep. A partial recapture was performed for repositioning. During the partial recapture, the valve dislodged to a position above the annulus, leading to a full retrieval of the valve. Upon full recapture, a visible gap was noted between the delivery catheter system (dcs) capsule and nose cone. Additionally, after retrieval, valve infolding was observed due to heavy annular calcification. The system was withdrawn from the patient and it was determined not to proceed with reinsertion due to concerns that advancing the device might pose a risk of injury to the annulus. The procedure continued with a new valve and dcs. No patient complications were reported as a result of this event. Additional information was received indicting the following: a pre-implant balloon dilation was performed at the beginning of the pr ocedure, the deployment starting point was at thebottom of the pigtail catheter, a medtronic confida guidewire was used, and the procedural complications resulted in a delay of approximately ten minutes due to loading the new valve and dcs.

Manufacturer narrative:
Additional information: a4, b5 (second paragraph), and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, in a patient with a tortuous vascular access pathway, the valve was thoroughly inspected prior to use and confirmed to be properly loaded with no evidence of a misload. During attempted implant, the valve was deployed 80% but the position was too deep. A partial recapture was performed for repositioning. During the partial recapture, the valve dislodged to a position above the annulus, leading to a full retrieval of the valve. Upon full recapture, a visible gap was noted between the delivery catheter system (dcs) capsule and nose cone. Additionally, after retrieval, valve infolding was observed due to heavy annular calcification. The system was withdrawn from the patient and it was determined not to proceed with reinsertion due to concerns that advancing the device might pose a risk of injury to the annulus. The procedure continued with a new valve and dcs. No patient complications were reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0012248110); use by date 2026-apr-30; UDI: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.